Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional triclip regurgitation (tr) grade 4+. Two xtw triclip were implanted first without issue in the anterioseptal commissure. To further reduce residual tr, a xt (lot: 40620r1046) was attempted to be implanted posterio-septal commissure however, during preparation of the clip one of the grippers failed to raise on the first attempt. Troubleshooting was attempted but was unsuccessful. A replacement xt mitraclip was used and implanted successfully, reducing tr to grade 2.